Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. On an unknown date, about 1 year ago, follow-up examination showed a slight enlargement of the aneurysm (from 50mm to 60mm). On (B)(6) 2021, the patient presented with abdominal pain. It was reported that an imminent rupture was suspected. Angiography computed tomography showed migration of the device. No clear endoleak was confirmed, but it was determined that there was a high possibility of a proximal type I endoleak. On (B)(6) 2021, the patient underwent reintervention. The proximal type I endoleak was not confirmed by intraoperative angiography, but an additional stent graft was deployed to extend the device proximally. During the reintervention, a type ii endoleak originating from the lumbar artery was confirmed. The endoleak will be monitored. The patient tolerated the procedure. The physician stated as follows; it was difficult to identify endoleak by CT. Although (B)(4) was not able to not be confirmed by intraoperative angiography, additional treatment was performed as planned because there was a length that able to be added to the renal artery.

Manufacturer narrative:
H6: investigation findings: code 3233 updated to code 3221. H6: investigation findings: code 11 updated to code 4316. H6: investigation findings: code 515 added.

Manufacturer narrative:
Code 22- according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak. H6: added investigation conclusion code 22- according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak.